Event description:
Six weeks prior to pump replacement, the patient heard the pump beeping and had unspecified withdrawal symptoms. The pump was analyzed and the low battery alarm was not occurring. The patient came back one week prior to pump replacement with increased pain and the low battery alarm was occurring. At the time of replacement, it was noted that the catheter connection was not sufficient due to the stitch eating through the plastic resulting in the catheter being disconnected from the pump. The catheter was repaired. The pump was used to deliver morphine sulfate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.